Event description:
It was reported that the balloon catheter would not go through a 5fr introducer. The catheter and introducer were removed as a single unit. The introducer was replaced and using the same reported catheter, the procedure was completed without further complications being reported.